Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 12mm, 20mm in length, 2.75m in diameter, eccentric and the de novo target lesion was located in the mildly calcified and non tortuous diagonal left anterior descending artery with lesser than or equal to 45 degree bend. A 2x14mm non-bsc balloon catheter was used to predilate the lesion. After deploying a 2.75 x 20mm taxus element stent high pressure post dilatation was done. The physician attempted advanced a 2.75 x 12 mm taxus element stent, however, it failed to pass through the target lesion. The 2.75x12 mm taxus element stent was then removed. Fluoroscopy revealed proximal longitudinal deformity of the 2.75 x 20mm taxus element stent. Thy physician further dilated the 2.75 x 20mm taxus element stent, however, the 2.75 x12 mm taxus element stent could not cross. The procedure was completed with this device. No further patient complications were reported and the patient's status was stable.